Manufacturer narrative:
(B)(4). Date sent: 8/6/2021. D4: batch # u5f630. H6: component code =g04, g06. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with the closing trigger and anvil in closed position, with the knife advance and with the shaft detached from the device along with the nozzle. Two ecr45d reloads present. The reload (b) was received fully fired. The reload (c) was received partially fired 1/10. No functional test was performed due the condition of the device. The device was disassembled to verify the internal components and the frames were noted with separation. That relates to the damage noted on the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the damage noted was due to improper handling of the device, applying excess of lever on the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Additional information was requested, and the following was obtained: could you please confirm the number of staplers used on the procedure? One stapler and two cartridges.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during radical resection of lung cancer surgery, when severing lung tissue on the third firing, after fired, noted some staples malformed with straight leg. Changed to another device and could not fire. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.